Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 11-feb-2021. The most recent information was received on 17-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a female patient who had essure (batch no. D40624) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), paraesthesia ("tingling in hands and feet"), migraine with aura ("migraine with visual aura"), visual impairment ("change in vision"), vision blurred ("correction and problem with focus"), disturbance in attention ("difficulty concentrating") and feeling abnormal ("brain fog"). Essure treatment was not changed. At the time of the report, the arthralgia, paraesthesia, migraine with aura, visual impairment, vision blurred and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, feeling abnormal, migraine with aura, paraesthesia, vision blurred and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative. Magnetic resonance imaging - on an unknown date: no problem detected. Batch no: d40624, production date: 2014-12-11, expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a female patient who had essure (batch no. D40624) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced arthralgia (seriousness criterion medically significant), paraesthesia ("tingling in hands and feet"), migraine with aura ("migraine with visual aura"), visual impairment ("change in vision"), vision blurred ("correction and problem with focus"), disturbance in attention ("difficulty concentrating") and feeling abnormal ("brain fog"). Essure treatment was not changed. At the time of the report, the arthralgia, paraesthesia, migraine with aura, visual impairment, vision blurred and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, feeling abnormal, migraine with aura, paraesthesia, vision blurred and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative. Magnetic resonance imaging - on an unknown date: no problem detected. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.